Event description:
The customer reported via telephone call that the sensor readings were inaccurate. He stated that the sensor reading was 40 mg/dl when the blood glucose was 89 mg/dl. The customer reported that he did not take insulin with lunch because he was waiting for the insulin pump to notify him of the high blood glucose. He stated that the insulin pump went into threshold suspend mode even though the blood glucose reading from the fingerstick was 229 mg/dl. The customer was advised on proper calibration technique and was assisted in resetting the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.